Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 5 tricuspid regurgitation (TR) for a Triclip procedure. During the procedure, triclip was implanted. The final TR was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (b)(6) 2026, during another mitraclip procedure, it was determined that there was a single leaflet device attachment (SLDA) and the clip was no longer attached to the septal leaflet. TR was grade 5 after SLDA.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.